Manufacturer narrative:
The troponin t hs reagent lot number was 70008701 with an expiration date of 31-may-2024. Qc was acceptable. The field service engineer (fse) found issues with the main pump filter, the pressure of the gear pump, a dirty sample pipetter, and misalignment of the sample pipetter and reagent probe. Afterward, the precision check was acceptable. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 8000 e 602 module compared to an e411 analyzer. The initial result from the e411 analyzer was 13.69 pg/ml. The repeat result from the e602 module was 26.24 pg/ml. The sample was repeated on the e411 analyzer with a result of 14.37 pg/ml with a data flag. The sample was repeated on the e602 module with a result of 18.32 pg/ml.